Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin spilled into the reservoir compartment after the snap cap busted off of the reservoir. Customer's blood glucose was unknown. Device was exposed to moisture. Device passed the self test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.